Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the patient's bile duct during endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the nasobiliary catheter was placed after a bile duct stone was successfully removed. However, after the guidewire was removed, the physician noticed foreign material via imaging of the lesion. The detached piece was identified as the hydrophilic coating of the guidewire, and it was confirmed that the tip of the metal corewire was exposed. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was peeled. The outer diameter of the guidewire was found to be within specification. The returned unit was not consistent with the complaint that the hydrophilic tip was detached; however, the distal tip was peeled. The tip of the corewire was not exposed. It is likely that anatomical or procedural factors limited the performance of the device; therefore, the most probable root cause of the identified failures is operational context.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter kit was used in the patient's bile duct during endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the nasobiliary catheter was placed after a bile duct stone was successfully removed. However, after the guidewire was removed, the physician noticed foreign material via imaging of the lesion. The detached piece was identified as the hydrophilic coating of the guidewire, and it was confirmed that the tip of the metal corewire was exposed. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The reported event of distal tip peeled/detached exposing corewire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.